Event description:
It was reported that the patient ipg became inoperable on an unknown date. As result, the patient my undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced on (B)(6) 2021.